Manufacturer narrative:
The cause of the limb ischemia was biomaterial. The ischemia was unknown relation to impella because ischemia occurred in both legs and thrombus was observed at the femoral bifurcation leading to both legs.

Event description:
A 52-year-old male patient received hemodynamic support per an impella cp heart pump to perform an vt ablation procedure due to vt episodes. After removal of the impella device leg ischemia has been noted below impella access point. Other leg also lost its pulse. Distal aortic occlusion was found with a thrombus at the bifurcation. During a long and complicated procedure, a thrombus could be removed from the iliac artery, but blood flow was still not reestablished below the common femoral artery. Ekos cathether and tpa drip used for thrombolysis. Angiomax drip due to suspected hit. Patient stable afterwards.

Manufacturer narrative:
The impella device has been discarded and investigation is not completed yet. A supplemental will be filed upon conclusion of our investigation.